Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for an unknown number of patient samples while using the cobas® sars-cov-2 duo test on the cobas® 58/68/8800 systems. The alleged samples initially generated a positive result for sars-cov-2. The samples were retested on multiple platforms (trc ready sars-cov-2, tosoh / biofire film array sars-cov-2, biomerieux)) which yielded a negative result for sars-cov-2. It is unknown if the results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue.

Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted as it is unknown if the results were reported to the patient and/or medical personnel. Additionally, the total number of samples is unknown and no sample ids were provided to identify the alleged samples. The serial number of the cobas 5800 is (B)(6). Note, the cobas 5800 system (product catalog number 08707464001; UDI: (B)(4) is not yet available in the us. The investigation is ongoing.

Manufacturer narrative:
A low-level contamination was suspected at the customer site. The field service engineer went on-site to perform decontamination of the instrument, exchange the plate support liquid waste part, as well as check the seal of the reagent, process, and sample transfer heads. No further issues were reported by the customer. The investigation did not identify a product problem. The cause was consistent with a low-level contamination at the customer site.